Manufacturer narrative:
Pump passed the displacement test, idle current test, run current test, self test and off no power test. Pump received with normal operating currents. No unexpected low battery alarm or failed batt test alarm noted. However, pump alarmed no delivery alarm during the displacement and excessive no delivery test due to faulty fsr.

Event description:
Customer reported via phone call no delivery alarm and low battery on the insulin pump. Customer¿s blood glucose level was 170 mg/dl. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.